Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have experienced a blank display screen with no warning and buttons were not responding. Customer's blood glucose was 316 mg/dl. Customer reported that battery cap was damaged. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; insulin pump was not dropped or bumped. Customer was advised that battery cap would be replaced.